Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as transfer set (ts) damage. It was reported the ts ¿had separation¿ between female connector and main body during use. It was not reported if the patient was hospitalized for the event. It was reported the patient received unknown ¿medical measures¿ for the peritonitis. At the time of this report, the patient outcome was reported as ¿stable now¿. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection and functional testing were performed. Visual inspection revealed that the female connector was separated from the main body. The reported condition was verified. The insert chip was not present, however there was evidence that the insert chip was previously present. The cause of the female connector being separated from the main body is inadequate solvent. Should additional relevant information become available, a supplemental report will be submitted.